Event description:
It was reported that the device battery voltage decreased from 2.99v to 2.79v in about 8 months time. It was also reported that the physician believed this to be a rapid drop in battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data from the device was analyzed and revealed that the device is pre/approaching elective replacement. 5076 implantable pacing lead 2010 (B)(6), 4196 implantable pacing lead 2010 (B)(6). (B)(4).